Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. The customer's blood glucose was 145 mg/dl. Reportedly the customer had manual injections for alternate insulin therapy.

Event description:
The customer's blood glucose was 180 mg/dl.